Event description:
Per the clinic, the patient experienced vertigo and poor sound quality with device use, and was treated with a steroid (flonase) (specific date and duration not reported). The implanted device remains.